Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Trauma to the user's head was reported though it is unknown when this occurred. Afterwards the recipient began to hear an unpleasant noise and then used the audio processor inconsistently. Currently there is no hearing perception with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation was planned however the recipient has decided to not be explanted.

Event description:
Trauma to the user's head was reported though it is unknown when this occurred. Afterwards the recipient began to hear an unpleasant noise and then used the audio processor inconsistently. Currently there is no hearing perception with the device. Re-implantation was planned however the recipient has decided to not undergo surgery.